Event description:
Subsequent to the initial medwatch report, the analysis of the returned device revealed that the core was intact. This should not have been reported.

Event description:
It was reported that during an unspecified procedure, resistance was felt during advancement of the guide wire. Upon removal, the tip was noted to be unwound. There was no adverse patient sequela. Another guide wire was used successfully. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the guide wire found blood and thick contrast on the core and coils. There was a kink in the core 12.1 cm distal to the proximal end of the guide wire. There were offset and overlapped tip coils for a length of 1.1 cm distal to the center solder causing the tip coils to be wavy. There were tip coils that were stretched, offset, and overlapped 6 mm distal to the center solder for a length of 2mm, consistent with the reported unwound tip. The tip of the guide wire was tugged to confirm the core was intact and was not separated. An attempt was made to advance the guide wire through a hole gauge but the wire would not advance at the offset and overlapped tip coils. Difficulty positioning the guide wire can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of associative products, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the associative product or on the wire can be a factor in reducing clearance. In this case, analysis noted thick contrast on the guide wire which may have contributed to the reported difficulties. Additionally, in certain circumstances such as in manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and cause the coils to bunch up or overlap, cause additional resistance and damage as seen in this case. Additional damage such as stretched/pulled coils or kinks in the core can occur with attempts to advance or retract the wire against resistance, or could be the result of handling, packing, or transport of the wire back to abbott. Analysis also revealed corrosion on the proximal solder; however this appears to be related to transport back to abbott vascular, and is unrelated to the reported damage. In order to ensure that guide wire damage that could potentially contribute to the reported difficulties does not occur as a result of a product quality deficiency, manufacturing performs a non-destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. Overall, based on the reported information a conclusive cause could not be determined for the reported difficulties and guide wire damage and the corrosion is likely due to transportation back to abbott vascular for evaluation, but there is no indication of a product quality deficiency.